Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to inquire about using a new reservoir and reported a low blood glucose event. The customer's blood glucose level was 336 mg/dl, but had been 39 mg/dl the night before. The customer declined to troubleshoot for blood glucose levels and nothing further was reported.